Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to power on. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further analysis of the removed therapy pcb assembly determined the cause for the malfunction to be failure of an ic chip, designator u5.

Event description:
The customer reported that the device lost power while monitoring a patient¿s ECG and it would not turn back on. The device was in use for monitoring ECG and the operators switched to a second device within two minutes. The facility nursing staff informed that there was no patient harm and no reports of adverse effects due to the device use.